Event description:
New information: customer provided patient information, medication, analyzer product information.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-dec-2023. The customer reported that analyzer s/n (B)(6) produced unexpected act kaolin patient result (>1000) three times for the same patient with act kaolin cartridges from lot r23151, which did not match with the patient clinical picture. The customer also mentioned that the same patient sample was retested on another I-stat 1 analyzer, and it produced expected results using the same act kaolin cartridge lot. Failure analysis did not reproduce the complaint. Analyzer s/n (B)(6) functioned according to specification during testing and produced results that were within the acceptance ranges. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-nov-2023. The customer reported that analyzer s/n (B)(6) produced unexpected act kaolin patient result (>1000) three times for the same patient with act kaolin cartridges from lot r23151, which did not match with the patient clinical picture. The customer also mentioned that the same patient sample was retested on another I-stat 1 analyzer, and it produced expected results using the same act kaolin cartridge lot. Failure analysis could not be performed as analyzer s/n (B)(6)has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06-sep-2023, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded discrepant results of >1000 three times patient. There was no patient information. Return product is not available for investigation. Method. Date. Result. I-stat, (B)(6) 2023 >1000. I-stat, (B)(6) 2023 >1000. I-stat, (B)(6) 2023 >1000. I-stat, (B)(6) 2023 389. No heparin times. No heparin dose information. No heparin reversal information. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. It is unknown if reversal was as administered to the patient. Information was requested but to no avail. There was limited information surrounding the procedure. An investigation is underway.